Event description:
This event is reportable based on the product analysis approved on 06/22/2007. It was reported that during a drug eluting stenting treatment procedure, the 3.00x20mm taxus liberte drug eluting stent was unable to cross the lesion. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination noted the presence of stent damage and a severe shaft hypotube kink. Some distal stent struts were mis-aligned and pulled distally towards the tip of the device. This type of damage is consistent with the device encountering some form of restriction. Visual examination of the returned device also revealed a severe shaft kink at the port region of the delivery system. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported difficulty is unknown.